Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration / migration of essure device location of device: right essure migration into abdominal cavity / perforation (fallopian tube(s))"), ovarian cyst ("ovarian cysts"), autoimmune disorder ("autoimmune issues") and cerebrovascular accident ("stroke") in an adult female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for an unreported indication: sertraline, aspirin and vitamin d. Concurrent conditions included body mass index normal and painful intercourse. Concomitant products included doxycycline and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal issues"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), adhesion ("adhesions"), incontinence ("incontinence"), infection ("internal infection"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation"), groin pain ("right and left groin pain") and muscle spasms ("down right leg into calf"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (oophorectomy / removal of ovarian cyst). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, ovarian cyst, autoimmune disorder, cerebrovascular accident, adhesion, incontinence, hormone level abnormal, vaginal haemorrhage, menorrhagia, infection, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia and menstruation irregular outcome was unknown and the groin pain and muscle spasms was resolving. The reporter considered adhesion, alopecia, autoimmune disorder, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, hormone level abnormal, incontinence, infection, menorrhagia, menstruation irregular, muscle spasms, nausea, ovarian cyst, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on 6-aug-2010: perforation (fallopian tube), migration of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "hormonal issues, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), internal infection, bladder problems or change, urinary problem or change, nausea, stroke, dysmenorrhea (cramping), ovarian cysts, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, weight loss, irregular menstruation, right and left groin pain, down right leg into calf" were added. Lot number was added. New reporter was added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration / migration of essure device location of device: right essure migration into abdominal cavity / perforation (fallopian tube(s))"), ovarian cyst ("ovarian cysts"), autoimmune disorder ("autoimmune issues") and cerebrovascular accident ("stroke") in an adult female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for an unreported indication: sertraline, aspirin and vitamin d. Concurrent conditions included body mass index normal and painful intercourse. Concomitant products included doxycycline and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal issues"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), adhesion ("adhesions"), incontinence ("incontinence"), infection ("internal infection"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation"), groin pain ("right and left groin pain") and muscle spasms ("down right leg into calf"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (oophorectomy / removal of ovarian cyst). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, ovarian cyst, autoimmune disorder, cerebrovascular accident, adhesion, incontinence, hormone level abnormal, vaginal haemorrhage, menorrhagia, infection, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia and menstruation irregular outcome was unknown and the groin pain and muscle spasms was resolving. The reporter considered adhesion, alopecia, autoimmune disorder, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, hormone level abnormal, incontinence, infection, menorrhagia, menstruation irregular, muscle spasms, nausea, ovarian cyst, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: perforation (fallopian tube), migration of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation/migration") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), adhesion ("adhesions") and incontinence ("incontinence"). The patient was treated with surgery to remove the essure implant on (B)(6) 2010. At the time of the report, the device dislocation, perforation, autoimmune disorder, adhesion and incontinence outcome was unknown. The reporter considered adhesion, autoimmune disorder, device dislocation, incontinence and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.